Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No ramping number or scrolling bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad on the insulin pump continued to scroll without input. The blood glucose reading was 350 mg/dl. Customer treated with manual injection. Customer stated that she was at the pool with the insulin pump and that it was hot outside and she was wet. Nothing further was reported.